Manufacturer narrative:
Result of investigation: vyaire medical's field service representative (fsr) went onsite to evaluate the customer's reported issue. It was noted the fraction of inspired oxygen (fi02) readings were out of specifications. The fsr rebalanced the o2 relay and ran fio2 verification in the operational verification procedure (ovp). All reading were within specifications. The avea unit is ready for use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has fio2 (fraction of inspired oxygen) inaccuracy. The customer confirmed that there is no patient involvement associated with this reported event.